Event description:
It was reported that pump touchscreen did not respond as expected and screen turned off too quickly despite timeout setting being confirmed as correct. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.